Manufacturer narrative:
The reported event could be confirmed, since the device was received deformed and worn out, as reported. The device inspection revealed the following: the returned screwdriver strike plate shows significant signs of extensive usage as evidenced by the appearance of the deformed surface. The hexagonal tip is heavily deformed, and the ring is missing. The missing ring was returned separately, and was found deformed and broken in 2 pieces. The grooves of the device head show significant hitting marks which indicates the application of high compression force on the head. Based on the provided information and the above investigation, the root cause was attributed to a user-related issue. The hitting marks on the head of the device may indicate that the device has been impacted with high compression force which caused the hexagonal tip to deform and the ring to break. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
Nail holding screw did not loosen with normal force. Eventually, the device was removed, but damage of the nail holding screw and strike plate was observed. Damaged material that could be seen in the x-ray was removed from patient body.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Nail holding screw did not loosen with normal force. Eventually, the device was removed, but damage of the nail holding screw and strike plate was observed. Damaged material that could be seen in the x-ray was removed from patient body.